Event description:
A pt (pj) was enrolled in (B)(6)study for stress urinary incontinence. On (B)(6) 2009 the pt was injected with 1.0ml of coaptite - lot 1012200. On (B)(6) 2009 the pt was injected with 2.0ml of coaptite - lot 1010447, 1013204. On (B)(6) 2009 the pt reported that she had urge incontinence. The pt was given samples of topical anticholinergic medication. On (B)(6) 2010 the pt had a urinary tract infection (uti). The pt got an antibiotic from her primary care office on (B)(6) 2010. On (B)(6) 2010 the uti was resolved. On (B)(6) 2011 the pt had a urinary tract infection (uti). The pt rec'd antibiotic from an urgent care facility.

Manufacturer narrative:
Add'l expiration date: 07/2011. Add'l manufacture date: 07/2008. (B)(4). The urge incontinence continues. The physician assessed that the urge incontinence was mild and was definitely not related to the device. The physician assessed that the (B)(6) 2010 uti was mild and was definitely not related to the device. Coaptite p/n (B)(4), lot 1013204 exp date 04/2012, date of manufacture: 04/2009, injected by a health professional. The device history records for the reported lot numbers were reviewed, all required testing specifications were met prior to release, no abnormalities noted.